Manufacturer narrative:
1038671-2024-04312. H6: corrected the following: health effect - clinical code, component code, type of investigation, investigation findings, investigation conclusions manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, on (B)(6) 2017, patient underwent right knee replacement surgery where he was implanted with an optetrak device. On (B)(6) 2022, patient underwent a right knee revision surgery to remove the failed polyethylene liner due to accelerated and preventable wear of the polyethylene tibial insert. No other patient/medical information provided.